Manufacturer narrative:
H6. Device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in the circumflex (cx), the vessel was not tortuous and not calcified. The physician attempted to implant a taxus express2 2.50x16mm drug eluting stent (des), but it would not fully expand because the balloon ruptured and there was a pinhole in the balloon. A dissection occurred in the cx. The physician attempted to deploy a taxus 2.50x12mm des to treat the dissection, but was unable to. The pt is reported as "okay." Further info has been requested, but none has been received as of the date of this report.